Event description:
It was reported that a cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A pulmonary vein isolation (pvi) was performed. Following the completion of the pvi, a double curve watchman truseal access system (was) was placed in the groin. The intracardiac echocardiography (ice) catheter was moved, and the vasopressor levels increased from 0.08 to 0.16 within 30 minutes. An effusion check was performed with the ice catheter, and a pericardial effusion was noted. The pericardial effusion progressed to a cardiac tamponade. The procedure was aborted, and a pericardiocentesis was performed to drain the effusion. The patient was transferred to inpatient status and fully recovered from this event.

Manufacturer narrative:
B5- describe event or problem - updated.

Event description:
It was reported that a cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A pulmonary vein isolation (pvi) was performed. Following the completion of the pvi, a double curve watchman truseal access system (was) was placed in the groin. The intracardiac echocardiography (ice) catheter was moved, and the vasopressor levels increased from 0.08 to 0.16 within 30 minutes. An effusion check was performed with the ice catheter, and a pericardial effusion was noted. The pericardial effusion progressed to a cardiac tamponade. The procedure was aborted, and a pericardiocentesis was performed to drain the effusion. The patient was transferred to inpatient status and fully recovered from this event. It was further reported that the was was not fully inserted into the patient and there was approximately 4 inches remaining for complete placement. The closure device was never opened. It was further reported that the patient was rescheduled for another closure device implant in the following months.

Manufacturer narrative:
B5- describe event or problem - updated.

Event description:
It was reported that a cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A pulmonary vein isolation (pvi) was performed. Following the completion of the pvi, a double curve watchman truseal access system (was) was placed in the groin. The intracardiac echocardiography (ice) catheter was moved, and the vasopressor levels increased from 0.08 to 0.16 within 30 minutes. An effusion check was performed with the ice catheter, and a pericardial effusion was noted. The pericardial effusion progressed to a cardiac tamponade. The procedure was aborted, and a pericardiocentesis was performed to drain the effusion. The patient was transferred to inpatient status and fully recovered from this event. It was further reported that the was was not fully inserted into the patient and there was approximately 4 inches remaining for complete placement. The closure device was never opened.